Event description:
Related manufacturer reference number: 3006705815-2019-02056. Related manufacturer reference number: 3006705815-2019-02057.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02056. Related manufacturer reference number: 3006705815-2019-02057. It was reported that the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be undertaken to explant the entire system.